Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that adjustments were made relative to the right ventricular lead when the cardiac resynchronization therapy defibrillator was replaced. A request for additional information was made but not received. The lead remains in use and no patient complications have been reported as a result of this event.